Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced an unexpected pump error during normal use. Blood glucose level at the time of the incident was unknown. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Findings: pump passed the functional testing including the displacement, operating current, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However the pump alarm during self test due to faulty board. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.